Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2020. During routine follow-up, the scans post procedure showed some type of unintended deterioration of the product prior to the time advertised. On february 23, 2021, additional information was received stating that the entire gel content was injected into the prostate. There were no patients complication reported as a result of this event. Reportedly, the patient will be kept from starting treatment.